Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother called in to report that the device was exposed to rain, a battery out limit alarm occurred, that there was a crack on the device, and a keypad anomaly. The customer's blood glucose level was 251 mg/dl. The caller declined the replacement device. Nothing was replaced or returned.